Event description:
This treatment was in a de novo case, and the lesion was an eccentric stenosis (90%/pre) in the om lcx with mild tortuosity, and mild calcification. When dilatation with attempted at 10 atm, the balloon ruptured and a dissection was observed. The dissection was treated with a balloon catheter.